Event description:
Investigation results completed on a fluid warming/level 1 hotline low flow systems - hl-390 . Summary in h -10.

Manufacturer narrative:
Investigation results completed on a fluid warming/level 1 hotline low flow systems. Device condition over all with no physical damage. Red splatters were noted on internal reservoir tank and serial label was smeared and illegible. When performing testing the complaint was verified. This was isolated to pcb board. Unknown cause of problem. The device was scrabbed. Updated fields. B 1 b 3 b 4 b 5 d 10 h 1 h 2 h 3 h 6 h 10 g 7.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer failed an incoming inspection upon opening. It was reported that when the biomed tried to test the alarms using either of the test buttons, the device failed to display any visual alarms or produce any audible alarms. There were no adverse effects.